Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2020-14154. Related manufacturer reference number: 2017865-2020-14155. It was reported that the patient presented with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system. The physician explanted and replaced the system.